Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 59 mg/dl and associated symptoms of unsteadiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an issue with duel alarm failure; no audio tone and no vibration. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a duel alarm failure.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during investigation, the pump sound features were found as follows; high normal bolus, audio bolus, alert, reminder, warning, glucose user hi/lo limit alert, glucose rise/fall rate alert, transmitter out of range alert, alarm/error, and other cgm alert. The temp basal was set to vibrate. The pump powered on to the verify screen with auditory and vibratory features. The audible alarm measured within specifications. An alarm was reproduced for the investigation with the sound set to high. The pump gave the appropriate sound warning and displayed the alarm message on the screen. An alarm was reproduced for investigation with the sound set to vibrate. The pump gave the appropriate vibration and displayed an alarm message on the screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The pump cover was removed to find no intermittent conditions or defects to the piezo circuit or vibration motor. The complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.